Event description:
A neurosurgeon reported the biopsy needle is not tracking while in a cranial procedure. He confirmed he had done a plan and locked his trajectory, and the vertek probe and frame are tracking green status before the trajectory is locked. When they insert the needle in the reducing tube, it does not track. Further troubleshooting brought no resolution. The medtronic representative advised the surgeon that he could continue, but would not have a navigated needle. The surgeon opted to halt the surgery and re-schedule the procedure.

Manufacturer narrative:
RMA issued. Replacement instruments shipped (B)(4) 2011. Return of disposable items not expected. Medtronic representative at the site, determined that the precision aiming device does not completely tighten.